Event description:
It was reported the experienced localized discomfort at the ipg site. This may be due to ipg placement as there were no bruising or any sign of infection. The patient¿s therapy was running normally and there was no loss in coverage at any time. Reportedly, the patient also experienced ineffective stimulation (also see related MFR. Report#: 1627487-2019-02632, reference MFR. Report: 1627487-2019-02637, and reference MFR. Report: 1627487-2019-02638). As a result, the system was explanted.